Event description:
It was reported that the stimulation was in the wrong location. The patient notified the manufacturer's representative of the stimulation in the ribs on the day of surgery (implant) and that it needed to be adjusted. Since implant, the patient had been feeling stimulation in her ribs and not in the hips and legs. The patient stated she was in pain and not using the device. According to the patient, she was to meet with the manufacturer's representative one day prior to report but the manufacturer's representative did not make it. The manufacturer's representative stated she was scheduled to see the patient (B)(6 ) 2014 but the patient cancelled because the patient was not feeling well and had a stomach virus. It was confirmed that the stomach issue was not related to the device or therapy and was a 24 hour bug. The manufacturer's representative stated she was called one day prior to the report, but did not know about the appointment previously, and was not able to make the appointment at the last minute. The manufacturer's representative would contact the patient. The patient was redirected to the healthcare professional (hcp). Follow up information received reported that the patient was scheduled for x-rays on the leads for (B)(6) 2015. Additional information received reported the patient was not seen on (B)(6) 2015. It was later reported that the patient had a burning feeling at the site of the implantable neurostimulator (ins) in the past months. Since the ins was put in, it never helped. The patient had spoken with the healthcare professional (hcp) and the manufacturer's representative and they were ¿all aware the ins was not working.¿ there was stimulation in the wrong location. Symptoms included less than 50% therapy relief at the lead location. An x-ray done by the physician assistant, showed a possible anterior lead placement. The patient was in the doctor¿s office and met with the manufacturer's representative. The manufacturer's representative stated they were not aware of the burning at the ins site. All the manufacturer's representative knew of was the stimulation in the wrong location and that was because the manufacturer's representative saw the patient at the physician¿s office on (B)(6) 2015, where the manufacturer's representative first learned of the complaint of stimulation in the wrong location. Diagnostic testing or troubleshooting included x-rays and reprogramming. The patient stated the hcp ¿washed their hands¿ meaning the hcp would no longer see or help the patient. The patient did not have the means to pay to get the ins removed. The patient felt no one was helping her. The patient was referred back to the doctor for a consult on a lead revision. The product status was implanted and remains-in-service. The cause of event was unknown. A lead revision was not currently scheduled. The patient status at the time of this report was alive with no injury. The patient outcome was also described as ¿no change.¿ the event occurred during ¿unknown.¿ no outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient still had concerns with her device or therapy but have not sought further help. She was ¿extremely¿ disappointed with the product. At that time the device was breaking through her skin from the inside to the outside.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have their patient programmer (pp) and she had "no idea where it is." The healthcare provider (hcp) stated a contradicting statement: "the stimulator was never turned on" the neurosurgeon didn't put it in correctly and it never worked so they turned it off six months ago "it never worked right." There was also implantable neurostimulator (ins) erosion. The patient was going to get an MRI for device removal. If the MRI was approved she could go back in 2 days. It was noted that the patient had pre-existing cancers and would choose MRI full body eligibility in case a future MRI would be needed for her cancers. It was later reported that the patient felt something was out of place and poking her at the site of the "pump." She was given an x-ray to determine if the leads had migrated, and indeed they had. The patient had not recovered, with symptoms and issues ongoing. The patient was going to have an MRI to check the lead position and status of her back. She had many, many concerns. She had not received assistance from her doctor or manufacturing representative (rep). She reached out to the national pain institute, reps, and neurosurgeon to no avail. This had been a very painful and frustrating time for the patient because the issues had not been resolved. It was later reported that the pp was showing that the device eligibility for MRI could not be detected but it was verified that the patient had full body components. It was determined that the reason was because something was not checked in the clinician programmer (cp). She was waiting for an MRI that was ordered by the neurosurgeon before she was going to revise the leads. An appointment for an MRI was scheduled for (B)(6). It was noted that the leads were never placed correctly at l4/l5 and she was feeling stimulation in her ribs. The surgeon who placed the leads agreed that they were not well placed and they wanted to go back to they could place the leads correctly. The pain was horrific and the lead was breaking the skin. She could not have the surgery until the MRI was performed to determine the location of the lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient thought the device was defective and the left wire was not working. If she would put it on for whatever reason, which she had not done, it gave her stomach pain and something was protruding from the inside and was breaking her skin. The actual wires were never working. She always felt them at the top of her rib cage, all long, and never went to her hip area. He could not access the lead with the patient programmer (pp). Yesterday, they took x-rays and they showed something protruding. It was the size of a dime and if you touched it, it was pointy. It was on her back, ½ inch from the waistline and an inch from her spinal cord. The patient denied any falls or trauma. It was noted that she was disabled. It was noted that the trial was wonderful but once she got the implant it never worked. The patient met with manufacturing representatives (rep), but the surgeon, pain doctor and reps were not giving her answers regarding the device. The device is breaking her skin from the inside out, causing her pain and was protruding.

Event description:
Additional information received reported that the patient would need her leads to be moved, but she didn¿t want to undergo the surgery due to insurance reasons. On (B)(4)-2015, the patient made her 3rd attempt to get an MRI because the prior 2 tries, she could not prove her MRI eligibility with her patient programmer. The patient was unable to place the ins into MRI mode and the patient programmer had not worked right since implant. The patient noted that her device and programmer did not work correctly. They wanted an MRI to see what was going on and to have the leads re-implanted in the right place. The patient never had therapeutic effect and had stimulation in the wrong location. The patient¿s ins was also protruding out of her skin. The patient was instructed on activating the MRI mode. The patient saw the screen showing full body eligibility, but was not able to communicate using her patient programmer again and the stimulation was left in MRI mode. After the patient¿s MRI, it showed that the leads were implanted in her thoracic and they should have been in the lumbar. The patient noted that the ¿cables were all over the place¿ and they were not correctly placed by the surgeon. The patient had been ¿suffering and in pain¿ since implant and the lead had not worked since implant. About 3 weeks later, the patient experienced a shocking sensation. The patient was charging and felt a ¿big big jolt¿ and she stopped the equipment and unplugged the recharging equipment. The patient was still feeling the jolt after turning therapy off. The patient felt the jolt in the stomach, thoracic area and ribs. The patient was persistent that she turned the therapy off. The patient was instructed to decrease the stimulation to 0.0v and confirmed the therapy was off on the patient programmer screen. The patient did not feel the jolt any longer. The patient had chronic pain and her life was limited. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).